Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a balloon leak occurred. Vascular access was obtained via right femoral artery. The 10-16mm x 2.5mm, concentric, de novo, 55% stenosed target lesion was located in the mildly tortuous and non calcified proximal and distal left circumflex artery (lcx). A mach 1 6fr guide catheter was placed in the lcx and a .014" pt graphix guide was advanced until the distal portion of the lesion. Predilation was performed with a 2.0 x 20mm maverick balloon catheter. A 2x12mm liberte stent delivery system was advanced until the distal portion of the lesion and it was delivered at 8 atmospheres. The 2.50mm x 16mm liberté stent delivery system was used to treat the proximal lesion and deployed at nominal pressure. During the delivery of the device, blood was observed in the insuflator. The device was removed outside the patient and a leak at the proximal portion of the balloon was noticed. The procedure was completed with this device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte/veriflex stent delivery system with no original packaging or other devices. The stent was not returned for product analysis. There was contrast in the inflation lumen. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. There were multiple kinks throughout the hypotube. The distal tip was damaged. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and revealed two pinholes in the balloon wall distal of the proximal markerband. There was balloon material lifted around the pinhole with deep scratches under the pinholes. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).